Event description:
It was reported that pump displayed malfunction alarm malf 12, and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if any malfunction code appeared again, which caller acknowledged and understood.